Event description:
It was reported an issue with monosyn suture. The client reported breakage during knot tying. No further information is available.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch of which we manufactured and distributed (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 25 closed samples. To evaluate the conformity of these units we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on the 25 closed samples received are 1.90 kgf in average and 1.48 in minimum and fulfils the requirements of the european pharmacopoeia (ep): 0.97 kgf in average and 0.49 kgf in minimum. These values are in the usual range for this thread and size. As informed in the instructions for use of the product in "mode of application": the knots have to be positioned properly and adequate knot security given (square and flat knots). The surgical instruments used, such as forceps and needle holders, shall not cause any crushing or crimping damage to the suture material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the closed samples received fulfil european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. We apologise for any inconvenience that this issue may have caused and thank you for your collaboration. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.